Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pain and muscle stimulation in the pocket. It was indicated that there was loss of capture on the leads. Upon visual inspection, both the right ventricular (rv) lead and right atrial (ra) leads had insulation damage and were fractured which was determined to be causing the pocket stimulation. Serous fluid was also observed to be in the pocket. The implantable pulse generator (ipg) system was removed and the wound was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.